Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent had been placed three weeks prior to this procedure, but due to aggressive disease progression, a second ultraflex tracheobronchial stent was indicated. According to the complainant, after placing the second stent (the subject of this complaint) distal to the first, the patient coughed and the stent moved distally. The physician attempted to reposition the stent proximally, but when the physician pulled the green retention suture with the forceps, the suture broke. Fearing that without the retention suture the stent would unravel, the physician decided to remove the stent. The stent was removed without issue. Upon removal, the physician observed that the stent was fully intact with a green retention suture in place. The green retention suture that had been removed from the patient was identical in color and looked to be the same length as the green retention suture in place on the removed stent. The first stent was an older model and had a black retention suture and its' black retention suture was confirmed to be intact. The physician concluded that the second stent must have had an additional green retention suture. The procedure was successfully completed with another ultraflex tracheobronchial stent for a total of two stents implanted in the patient. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B) (4)- no code available (medical intervention required). No code available (stent suture broken) the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.